Event description:
Health care professional (hcp) reports 3 fiber leaks noted by blood in the dialysate compartment during onset of pt treatments. New disposables used to continue the treatments without incident. Dialyzers were reused 1,7 and 12 times prior to the reported events. Hcp reports no pt injury or need for medical intervention.